Event description:
The initial reporter received questionable ldl_c ldl-cholesterol plus 2nd generation, chol2 cholesterol gen.2 and ise indirect k for gen.2 results for five patient samples tested on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. A physician noticed a low result and requested the reporter to look into it. The reporter then noticed that some other results were low compared to the patients' histories. The samples were then rerun. The ldl repeat results were deemed correct. The potassium initial results were deemed correct. Please refer to the attachment in the medwatch for the patient test results. The ldl reagent lot number is 53583701 with an expiration date of 31-jan-2023. The cholesterol and potassium reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer was advised to perform a precision test for the ldl and cholesterol assays. On 11-feb-2022, the customer performed weekly maintenance to ensure that the analyzer was really clean. He noticed that there was a thin film of blood over the reaction cells. He then cleaned the area and ran a cell blank measurement with acceptable results. The field service engineer (fse) was informed of the blood found on the tops of the reactions cells. The fse cleaned the reaction cells and the sample probe. He verified the instrument's performance by conducting a precision test with acceptable results. There were no alarms noted in the ldl calibration performed on 31-jan-2022. The potassium and cholesterol calibration data were requested but not provided. The qc recovery charts were provided for ldl but the target mean, ranges and the actual results were not provided. The investigation was unable to confirm if the customer's ldl qc was acceptable prior to the event. The potassium and cholesterol qc data were requested but not provided. There were no issues noted in the pre-analytical information provided regarding the sample and centrifugation time. The alarm trace did not indicate any issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.